Event description:
It was reported in a printed literature article that an angio-seal was deployed post percutaneous coronary intervention and pre-deployment angiogram. Three hours later, the patient ambulated. Reportedly, the patient experienced retroperitoneal bleeding. The physician for this event stated that the puncture site stick into the artery was high. The implant and event date are unknown; sometime in 2006 or 2007.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.